Event description:
It has been reported to philips that ippc( image processing pc) was defective. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc (image processing pc) was no longer purges. Review of the system log file showed that the malfunction in ip-pc. The fse replaced ippc and hard disk and download the board software. After replacement and downloading the board software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.